Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, missing reservoir tube o-ring, cracked lcd window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pieces from the reservoir compartment was falling off. The customer¿s blood glucose level was unknown. Customer stated that top is starting to crack away. 1/16th of an inch has broken off. Customer states that the area on top of the battery compartment has chipped away too. The customer was assisted with troubleshooting. Customer stated that top of the reservoir compartment and battery compartment was chipped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.